Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dehiscence at the left burr-hole cover implant site. The patient underwent a procedure where an incision was made, where physician performed irrigation and debridement before completing the procedure. It was noted that the patient does not have any medical history that may have contributed per the physicians assessment however it is unknown what may have caused the dehiscence. The device remains implanted, and patient did well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro codes in block d2b nhl, pjs.